Event description:
It was reported that balloon had a pinhole. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was selected for use. However, during preparation, the balloon leaked and pinhole in the middle of the marker was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.